Event description:
The user facility reported that three olympus endoscopes were being used on 53 patients in which the auxiliary water channels were not being reprocessed as the user facility reportedly was unable to acquire an unidentified adaptor from steris for the automated endoscope reprocessors (aers).

Manufacturer narrative:
Olympus followed-up with the use facility to obtain additional information. The user facility reported that the auxiliary water channel was not being reprocessed due to the flow unit 2 adaptor from steris was unavailable. The user facility reported that the 53 potentially affected patients were notified but have not been cultured at this time. There had been no report of infections and patient cross-contamination. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This is one of three reports. Please also reference MFR report # 8010047-2012-00192 and 8010047-2012-00194. This report is being submitted as a medical device report in an abundance of caution.